Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed they are not in their original packaging. The insertion devices were returned with no way to differentiate between them. The insertion devices were returned, without the white depth guides, in the pret2/postt1 setting with the suture and t1 implant returned off the insertion device, t2 was still in the channel ready to deploy and the knots were fully open. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found they cycle as designed. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include procedural variance, or deviations from established protocols, increasing risks and leading to unintended consequences. Other factors, that can contribute to the complaint event, include an application of unintended inappropriate or excessive force allowing the device to prematurely deploy. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopic procedure, the implants from two (2) fast-fix devices deployed early. All implants were removed easily. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.

Manufacturer narrative:
B5, h6: medical device problem code.

Event description:
It was reported that, during an arthroscopic procedure, both ts from two fast-fix devices deployed early. All implants were removed. Surgery was completed with a back-up device instead. There was a surgical delay of less than 30 minutes, and no further complications were reported.